Event description:
Facility alleges transducer protector leaked and lost pressure causing blood to head up to monitor line and fill the transducer. Device required frequent changes. While trying to change device blood sprayed employee in face and on arms.